Event description:
It was reported that post a stenting treatment procedure, the patient lost consciousness and experienced a stroke. The greater than 70% stenosed target lesion was located in the right common carotid artery. This 8.0-29 carotid wallstent was implanted in the lesion successfully without complications resulting in less than 30% residual stenosis. The patient was given anticoagulant/antiplatelets before and during the procedure. The patient was kept for observation. For the first hour after the procedure, the patient was able to answer questions. After a few hours, the patient showed "extraordinary symptoms" including loss of consciousness. The physician sent the patient for an angiogram where a blood clot was observed in the right side of the brain. 12 hours post procedure, a cerebral hemorrhage occurred and the patient was taken to surgery. The surgery was successful, however, the patient remains unconscious on life support.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).